Event description:
A 2.5mm diameter x 08mm length endeavor sprint rapid exchange (rx) drug-eluting stent was deployed to the lad 6-7. In addition, a competitor stent was also deployed. There was 90% stenosis prior to the procedure and 0% post-procedure. Pre-dilatation and post-dilatation took place. At an unk time afterwards, a sub-acute thrombosis took place in the lad 5-6. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: (root cause of event is undetermined). (Stent thrombosis).